Event description:
It was reported that the scs ipg was superficial in the right buttock area which was causing pain. As a result, surgical intervention was undertaken on (B)(6) 2018, wherein the ipg was relocated. The issue of pain at the ipg site was resolved.